Manufacturer narrative:
(B)(4). Batch # r5893w. Photo evaluation: one photo was provided. The picture shows two images, on the first, the tip of a device with the staples protruding can be seen. The condition of the protruding staples could be due to the device being manipulated in a way that led the staples to protrude once the retainer was removed. The second image shows a black device engaged and with the anvil detached. The staples retainer on the side of the device is also noted. Based on the photo alone the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Device evaluation: the analysis results found that the ecs25a device arrived with the breakaway washer uncut and there were staples present, all protruding. Further analysis on the device shows the safety damaged. It appears that an attempt was made to fire the device with the safety engaged. It should be notice that to fire the device, draw the red safety back toward the adjusting knob until it seats into the body of the device. If the safety cannot be released, the device is not in the safe firing range. In addition staple retainer with staple marks was received. The device was tested for functionality with the returned washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. Please reference the instructions for use for additional information. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic right hemicolectomy, it was found that the staples had been protruded when the anvil head was taken off before use. Another device was used to complete the case. There were no adverse consequences to the patient.